Manufacturer narrative:
A2) Patient Age - Mean age 75.0± 6.9 years.A3a) Patient Sex - 75 men, 25 females (MB, n=100).A3b-A6) Specific patient/case detail was not provided.B4) Date listed is the date the manufacturer became aware.D1) Exact Brand Name is unknown; however, this is for an AngioSculpt PTCA device.D1/D4/H4) The lot number was not provided, thus the following information is unknown: Brand Name, Model/Catalog Number, Unique ID, Expiration Date, and Manufacture Date. E) Although the journal article originated from Germany, physician and facility information are unknown; therefore, the information listed is the Corresponding Author of the journal article.H3) The device was discarded, thus no product investigation was performed.H6) Per IFU, death is listed as a possible complication with use of the AngioSculpt PTCA Scoring Balloon Catheter.Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the National Competent Authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A Philips employee became aware of a journal article (published online 14-MAR-2024) ¿Lower revascularization rates after high-speed rotational atherectomy compared to modified balloons in calcified coronary lesions 5-year outcomes of the randomized PREPARE-CALC trial¿. The study retrospectively aimed to analyze lesion preparation strategies (RA vs MB) and the 5-year long-term clinical outcomes in patients with severely calcified coronary lesions treated with rotational atherectomy (RA) compared to modified balloon (MB), followed by the implantation of new generation drug-eluting stents (DES). A total of 200 patients were enrolled in the study between September 2014 and October 2017. The lesions were sequentially treated with Spectranetics AngioSculpt PTCA Scoring Balloon Catheter.Complications included 1 stent thrombosis, 1 target vessel-related myocardial infarction, 10 clinically driven target vessel revascularizations, and 12 target lesion revascularizations at 5-year follow up (MDR #3005462046-2026-00049). Additionally, there was 1 death at 5-year follow up; however, the cause of death was not reported in the article.Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the Spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 14MAR2024 has been used, the date of publication.Mankerious N et al_2024. Lower revascularization rates after high-speed rotational atherectomy compared to modified balloons in calcified coronary lesions 5-year outcomes of the randomized PREPARE-CALC trial. Clinical Research in Cardiology 113:1051¿1059.This report captures the death that occurred after use of the AngioSculpt PTCA Scoring Balloon Catheter. There was no alleged malfunction of any Spectranetics devices in use during the procedure.